Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed that the cause of the event was physical stress due to dropping or bumping, or deterioration due to chemical stress such as during reprocessing.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the adhesive part of the objective lens was peeled off due to deterioration or breakage of the adhesive (chemical stress / physical stress). There was no report of patient injury associated with the event.